Manufacturer narrative:
The lens was returned. The lens has been cut through the center of the optic into two equal portions. Solution is dried on the lens. The product investigation could not identify a root cause for the complaint of wrong power. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 22.5 diopter range. (B)(4)

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged. The surgeon believes the power of the lens might be different from what it is labeled. Additional information was requested.